Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a below knee amputation procedure on (B)(6) 2017 and the reservoir was connected to a drain. The device worked properly at that time. Eight hours after the patient was moved to the room, it was noticed that the reservoir did not work properly. The reservoir was checked and a pinhole was found on it. The reservoir was replaced to another like device, and drainage was completed twenty four hours later. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
The plate was also inspected and no burrs were found that could have caused the cut in the bag. The reservoir has a cut on the right upper corner of the back of the bag. Root cause could not be determined due to it was not possible to know when the cut on the bottom of the bag was made. Based on the present analysis, the reported complaint cannot be related to manufacturing process and its consider that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacture¿s control.